Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 84 mg/dl. Customer reported, she had put in a new battery, had to reset everything, and the number where just scrolling. Customer reported a motor error and failed battery test, as a significant event that may have caused the keypad issue. Customer stated, she tried to turn off the device, it froze, and then it alarmed motor error. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.